Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An initial complaint was received via webform regarding a sensor error message while wearing the adc device. The customer further reported experiencing weakness and "hand tremors" and was provided fruit by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
An initial complaint was received via webform regarding a sensor error message while wearing the adc device. The customer further reported experiencing weakness and "hand tremors" and was provided fruit by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: d4 - unique identifier (UDI) (B)(4) sensor (B)(6)has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. An extended investigation has also been performed on the returned puck and no issues were observed. The battery was measured, and the results were within specification. Therefore, this issue is confirmed to brownout reset. All pertinent information available to abbott diabetes care has been submitted.